Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found there was no illumination. Based on the results of the investigation, the most probable cause of no illumination was component failure, the light guide bundle was broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, there was no illumination. There were no reports of patient involvement.